Event description:
It was reported that the insulin pump alarmed an error after the reservoir had been inserted. The most recent blood glucose reading was 488 mg/dl. The customer was advised that during seating, the force sensor may not have detected the reservoir. Replacement of the insulin pump was advised. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.